Event description:
It was reported that the programmer had a broken screen, the side door missing and an issue with the keyboard. The programmer was returned for service. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer complaints of broken screen, media door missing and left keyboard broken.